Event description:
It was reported during the implant procedure that just before implant, the helix was tested. When trying to extend the helix, the helix extended after turning the pinch-on tool more than 20 times. Then a "ting" was heard and the helix extended at once. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.